Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked while connecting the q-syte to PICC. The q-syte was broken, which caused the leakage. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "leakage was noticed when connect the q-syte to PICC. The housing of q-syte was found broken, which caused the leakage. It happened twice, one occurred in (B)(6)2019 and the other in last week."

Manufacturer narrative:
Investigation: review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Observations and testing could not be performed because units were not received for investigation of this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked while connecting the q-syte to PICC. The q-syte was broken, which caused the leakage. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "leakage was noticed when connect the q-syte to PICC. The housing of q-syte was found broken, which caused the leakage. It happened twice, one occurred in (B)(6) 2019 and the other in last week".